Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had critical pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will returned device for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to moisture damage. No moisture damage was found on the motor or force sensor or keypad assembly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.